Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller stated that the patient says ins is not working. Caller asked the patient asked if it is on and patient stated 'I guess so'. No troubleshooting was performed. No further complications were reported.